Event description:
The svc report shows while performing preventive maintenance on the device the svc tech verified the device did not pass the pressure leak tesing. The st inspected the device and adjusted the safety pressure dump spring. The unit passed extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.